Event description:
Based on additional information received on 06-jun- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of looked like purulent knee infections added). The case initially considered as not associated was re-assessed as associated. Furthermore, the report previously considered as non-valid became valid (number of patient updated from unknown to three; adverse event of side effect nos updated to looked like purulent knee infections). This sponsored solicited case from (B)(6) was received on 30-may-2017 from a physician via market research (mrs_synvisc_syn1702_e000370839). Study title: syn1702. This case concerns three patients with unknown demographics who received treatment with synvisc and after unknown latency experienced looked like purulent knee infections. No past drug, medical history, concomitant medication or concurrent condition was reported. On unknown dates, the patients initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not reported) into unspecified knee. On unknown dates, after unknown latencies, the patients experienced reactive effusions which looked like purulent knee infections. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. Reporter causality: not reported. Company causality: associated. Seriousness criterion: important medical event. Additional information was received on 06-jun-2017 from the physician. Number of patient was updated from unknown to three. Event verbatim of side effects (nos) updated to looked like purulent knee infections. Additional symptom of reactive effusions was added. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Follow up was received on 12-jun-2017. Global ptc number was added. Additional information was received on 12-jun-2017. Ptc results were added and the text was amended accordingly. Based on information received on 30-may-2017, the study ID was amended. Pharmacovigilance comment: sanofi company comment for follow up dated 12-jun-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 09-jun-2017: this cases concerns 3 patients who developed purulent knee infections characterized by reactive effusions after receiving synvisc injections. Based upon the available information, a causal relationship cannot be denied based upon the site of reactions; however, minimal information hinders complete case assessment. There is no information regarding site of injection, temporal gap and technique of injection; risk factors comprehensive causality assessment cannot be made.

Event description:
Based on additional information received on 06-jun- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of looked like purulent knee infections added). The case initially considered as not associated was re-assessed as associated. Furthermore, the report previously considered as non-valid became valid (number of patient updated from unknown to three; adverse event of side effect nos updated to looked like purulent knee infections). This sponsored solicited case from germany was received on 30-may-2017 from a physician via market research. Study title: (B)(6). This case concerns three patients with unknown demographics who received treatment with synvisc and after unknown latency experienced looked like purulent knee infections. No past drug, medical history, concomitant medication or concurrent condition was reported. On unknown dates, the patients initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not reported) into unspecified knee. On unknown dates, after unknown latencies, the patients experienced reactive effusions which looked like purulent knee infections. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Reporter causality: not reported. Company causality: associated. Seriousness criterion: important medical event. Additional information was received on 06-jun-2017 from the physician. Number of patient was updated from unknown to three. Event verbatim of side effects (nos) updated to looked like purulent knee infections. Additional symptom of reactive effusions was added. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 09-jun-2017: this cases concerns 3 patients who developed purulent knee infections characterized by reactive effusions after receiving synvisc injections. Based upon the available information, a causal relationship cannot be denied based upon the site of reactions; however, minimal information hinders complete case assessment. There is no information regarding site of injection, temporal gap and technique of injection; hence, comprehensive causality assessment cannot be made.

Event description:
Based on additional information received on 06-jun- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of looked like purulent knee infections added). The case initially considered as not associated was re-assessed as associated. Furthermore, the report previously considered as non-valid became valid (number of patient updated from unknown to three; adverse event of side effect nos updated to looked like purulent knee infections). This sponsored solicited case from (B)(6) was received on 30-may-2017 from a physician via market research. Study title: (B)(6). This case concerns three patients with unknown demographics who received treatment with synvisc and after unknown latency experienced looked like purulent knee infections. No past drug, medical history, concomitant medication or concurrent condition was reported. On unknown dates, the patients initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not reported) into unspecified knee. On unknown dates, after unknown latencies, the patients experienced reactive effusions which looked like purulent knee infections. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 48288. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. Reporter causality: not reported. Company causality: associated. Seriousness criterion: important medical event. Additional information was received on 06-jun-2017 from the physician. Number of patient was updated from unknown to three. Event verbatim of side effects (nos) updated to looked like purulent knee infections. Additional symptom of reactive effusions was added. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Follow up was received on 12-jun-2017. Global ptc number was added. Additional information was received on 12-jun-2017. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 12-jun-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 09-jun-2017: this cases concerns 3 patients who developed purulent knee infections characterized by reactive effusions after receiving synvisc injections. Based upon the available information, a causal relationship cannot be denied based upon the site of reactions; however, minimal information hinders complete case assessment. There is no information regarding site of injection, temporal gap and technique of injection; risk factors comprehensive causality assessment cannot be made.